Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurses have received a disk read error on the arctic sun device. Nurse powered device off and on, but no resolution. Mis advised that they would have to use another device and send to biomed for repair. There was no other trouble shooting that could be done on the floor. Per follow up information received via phone on 19dec2022, nurse stated that there were no patient injuries. Also stated that the device issue was corrected it was unknown how. The device was back in use. There was no further information regarding the patient or device.

Event description:
It was reported that the nurses have received a disk read error on the arctic sun device. Nurse powered device off and on, but no resolution. Mis advised that they would have to use another device and send to biomed for repair. There was no other trouble shooting that could be done on the floor. Per follow up information received via phone on (B)(6) 2022, nurse stated that there were no patient injuries. Also stated that the device issue was corrected it was unknown how. The device was back in use. There was no further information regarding the patient or device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.